Event description:
It was reported while using bd plastipak¿ syringes non-sterile the product was cracked. There was no report of patient impact. The following information was provided by the initial reporter: product no. 300220. Lot no. 2101083. Quantity reported - 1. Complaint issue ¿ longitudinal crack on the side of the syringe. No sample photograph.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2101083, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were identified during manufacturing. Based on the available information we cannot identify a root cause at this time.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes non-sterile the product was cracked. There was no report of patient impact. The following information was provided by the initial reporter: product no. 300220. Lot no. 2101083. Quantity reported - 1. Complaint issue ¿ longitudinal crack on the side of the syringe. No sample photograph.